Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: suoh, forte. Guide cath: sheathless. Age at time of event: the facility reporter indicated the patient was over 18 yrs old. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The device is expected to be returned for evaluation. It has not yet been received.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned promus stent delivery system (sds) noted blood on the shaft and crystallized contrast in the balloon and inflation lumen. This is consistent with preparation and suggests use inside the body. The stent implant was dislodged from the loosely folded balloon and was not returned. There were crimp marks on the balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. Follow up information received from the account confirmed the stent implant was deployed outside the patient anatomy after the procedure. A non-abbott guide wire was returned inserted in the guide wire lumen with blood and contrast on the coils, and it was able to be removed without resistance noted. There were three bends in the tip of competitors guide wire proximal to the tip ball and two kinks in the core. Factors that may contribute to the inability to advance/retract the sds over the guide wire and cause resistance between the devices may include, but not limited to: device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. The returned competitors guide wire was backloaded through the sds without resistance noted. Then the guide wire was inserted into the guide wire lumen of the sds and the balloon was pressurized to the rated burst pressure (rbp). The guide wire was able to move back and forth freely. Negative pressure was applied and the guide wire was removed from the sds without resistance noted. It is possible that the crystallized contrast and/or the damage noted to the guide wire may have contributed to the reported resistance; however, this could not be confirmed. To ensure this is not the result of a product deficiency, all products are 100% visually inspected for proper guide wire movement on the manufacturing line. Additionally, during lot release testing, a sampling of units is destructively tested to ensure proper guide wire reversibility. A review of the product manufacturing records did not reveal any nonconforming material records associated with this lot that could have contributed to this complaint and there have been no related incidents reported for this lot. This suggests that there are no lot specific product quality deficiencies. A conclusive cause of the difficulty advancing/retracting the stent delivery system over a guide wire could not be determined.

Event description:
It was reported that after placement of a non-abbott guide wire, the promus rx stent delivery system experienced resistance during advancement and also during withdrawal in the left anterior descending artery with the guide wire. No patient effects were reported. No additional information was provided.